Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material was in the biopsy channel. However, the material specifics and why it remained in the subject device could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the suction function. Inspection of the instrument channel avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids.¿. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The suction valve was blocked and brush could not pass. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that during the middle of a diagnostic colonoscopy using a colonovideoscope, it was found that the channel was blocked. The procedure was completed using a similar device with an unspecified duration of delay. There were no reports of patient harm.